Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console was not delivering the selected ratio of cardioplegia solution. The user used the master-follower technique for cardioplegia delivery. A large roller pump was used for the blood line and a small roller pump for the drug line. During cardioplegia delivery, the user observed it took longer for the heart to be arrested and it was noticed that less than normal cardioplegia drug was being administered. The problem was observed during the first dose. The user selected 4:1 as the cardioplegia ratio, but the system was not delivering this ratio. It was discovered that the wrong tubing size was entered on the cardioplegia drug pump. The perfusionist switched the ratio in the system to 1:1 ant this concentration was adequate. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun. Note: the default tubing size (stroke volume) of each roller pump on system-1 are stored in memory as the tubing size most recently selected. Typically, this selection was made during the last use of the pump in question. Salem hospital uses both a single pump technique and a master-follower (2 pump) technique and in the case previous to this incident, they used a single pump method (small roller pump), which was set to 4:1. In this incident, they used a master-follower technique with the drug line of the set placed in the small roller pump. The default tubing size (from last case) was 4:1. A 4:1 tube size has calculated stroke volume of 10.11 ml / rpm in a small roller pump. But, they actually had a 1/8" ID tubing in the small pump, which has calculated stroke volume of only 2.21 ml / rpm. Thus, when they gave cardioplegia during the first dose of this procedure, the drug pump was delivering lower volumes than the pump indicated (as stroke volume / rpm was actually only 2.21 ml / rpm and not 10.11). Had the user selected the proper tubing size for the follower pump, the reported event would not have occurred.